Manufacturer narrative:
Occupation: occupation is lay user/patient. (B)(6). The customer¿s strips were returned for further investigation. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range = 2.4-3.0 inr) qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 1.2 inr and about 2 hours later the laboratory result was 3.9 inr. Upon review of the obtained patient's meter memory results, it is seen that on (B)(6) 2019 the meter result was 4.2 inr and not 1.2 inr. The patients therapeutic range is 2.5-3.5 inr and tests every week. There was no allegation that an adverse event occurred. The patient feels good.